Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had loss of capture due to increased thresholds however, there were no observations of asystole. Subsequently, this rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.